Event description:
When the catheter was connected to the licox catheter micro probe (cmp) monitor, a value of 550 mmhg was displayed. The value dropped to 330 mmhg. No further decrease occurred afterwards. The doctor decided to remove the catheter a few hours later because of the unreliable catheter. No patient injury was reported. The event did not lead to an increase the surgery time. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.